Event description:
Approximately 1 month later, he was seen in clinic. X-rays in 2009 did not show any obvious disconnection. The hcp attempted to do an assay of the baclofen in the pump but was unable to withdraw fluid. Two days later, the patient underwent a catheter revision. The hcp disconnected the catheter from the pump. There was no retrograde flow of cerebrospinal fluid. The hcp cut the catheter at the intrathecal insertion site. There was no return flow of cerebrospinal fluid. A programmed bolus of medication revealed that the proximal portion of the catheter was patent. The hcp replaced the distal portion of the catheter and spliced the 2 catheter segments. The patient was restarted on 96 mcg/day of lioresal. The rate was increased to 150 mcg/day and the patient was still hypertonic. The patient was following up with the hcp. The patient was reported to have recovered without sequela.

Manufacturer narrative:
The catheter was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.